Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information. See scanned pages.

Event description:
The user facility reported that three months after surgery the panta nail broke.